Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had low blood glucose level of 40 to 50 mg/dl. Customer had blood glucose level of 250 to 300 mg/dl. Customer was alleging insulin pump for under delivering because customer's blood glucose level was not going down. Customer stated that there was no air bubbles and leak. The insulin pump and reservoir will not be returned for analysis.